Event description:
It was reported bd¿ pre-filled normal saline syringe had an incorrect fill level, resulting in the syringe containing less fluid than specified. The following information was provided by the initial reporter: "...the nurse took out the flush and found that the liquid inside was less than 1ml."

Manufacturer narrative:
Investigation summary: it was reported the liquid inside was less than 1ml. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe out of the packaging blister. From the photos, it is not clear enough to see the symptom reported by the customer. No other defects or imperfections are observed. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.